Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also received calibration errors and indicated that the sensor stopped working. The customer indicated that the sensor glucose value was unknown and blood glucose was 198 mg/dl. Troubleshooting found that the pump alerted bad sensor and alarmed change sensor. Customer was advised on proper insertion and site technique and how to properly calibrate. Customer was advised that the device would be replaced and to return the sensor for analysis.